Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03383 for the exalt model d scope and 3005099803-2024-03338 for the orca air/water and suction valves. It was reported to boston scientific corporation that an exalt model d single use duodenoscope was used with orca air/water and suction valves during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024, for the treatment of bile duct stones. The patient was placed in the prone position at the start of the procedure. The physician began to advance the scope while attempting to insufflate the patient's esophagus. They reported that insufflation with co2 was intermittent. The procedure was not able to be completed due to a laceration resulting from poor visualization using the exalt scope.